Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced ten infusion set cannula was kinked within 3 or more hours after insertion over the past one year. Due to this issue, the patient encountered high blood glucose level, specific value unknown. The value displayed 'high' for some events but remained between 54 and 500mg/dl for remaining events. The patient replaced infusion set and resumed insulin successfully. The insertion site was at thigh and upper buttocks. The customer confirmed that the introducer needle was ahead of the cannula prior to insertion. The patient received correction bolus via pump and multiple daily injection (mdi). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-01410- device 1 of 10.